Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with flail. During implantation of the first clip, both grippers did not lower after two grasping attempts. Standard troubleshooting was performed and the issue was resolved. The clip was implanted. Another clip was deployed with no reported issue, reducing the mr to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.